Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and recommended a graphic user interface (gui) cpu replacement. Covidien was not authorized to svc the device.

Manufacturer narrative:
(B)(4). Covidien has attempted to contact the customer with no customer response. Covidien will notify the FDA should any further info become available.